Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection via multiple daily injection (mdi). Cts provided pump reset information and assisted caller with resetting the pump. Customer may continue to use the pump.